Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced metal poisoning ("she has been poisoned"), coeliac disease ("celiac disease") and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure removal, and she has lost her uterus, fallopian tubes and ovaries). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the metal poisoning, coeliac disease and allergy to metals had not resolved. The reporter considered allergy to metals, coeliac disease, medical device removal and metal poisoning to be related to essure. The reporter commented: she was informed that a surgical procedure was not needed for insertion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced metal poisoning ("she has been poisoned"), coeliac disease ("celiac disease") and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure removal, and she has lost her uterus, fallopian tubes and ovaries). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the metal poisoning, coeliac disease and allergy to metals had not resolved. The reporter considered allergy to metals, coeliac disease, medical device removal and metal poisoning to be related to essure. The reporter commented: she was informed that a surgical procedure was not needed for insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.